Event description:
Procedure type: lap gastric band. According to the reporter: when applying needle to tissue to place stitch the head of the instrument twisted and broke and would not toggle. There was no extra blood loss and the time was not increased by more than 10 minutes. Patient is fine.

Manufacturer narrative:
(B)(4).